Event description:
The customer reported that she was treated by the fire department due to low blood glucose levels. The customer stated that she was unconscious when she was treated at her home. Prior to the event, the customer went for a long walk, then went to bed. The customer stated that her blood glucose levels were normal prior to bed time, and her husband found her unconscious in the middle of the night. The customer stated that the insulin pump that was worn at the time of the event has already been replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.